Manufacturer narrative:
(B)(4). It was reported by the customer representative that when the showering was finished, the caregivers turned the resident on his side, toward them, to dry his back, and at this moment the stretcher tilted and the resident fell on the ground face down. After review of the similar reportable events few complaints related to stretcher bolts being broken were found, where in consequence the stretcher tilted and the patient fell off the trolley. From the incident description it was assumed that the device was being used for patient handling and contributed to the event. Taking into consideration that over (B)(4) concertos and basic have been sold since 1996, the complaint ratio is considered to be very low and trend for the complaints with this failure is stable. A fiberglass stretcher is attached to the metal frame by the bolts. The claimed device was checked by the technician visiting the site after the incident, who found and confirmed in the provided pictures, that 4 screws attaching the stretcher to the fiberglass have snatched on the one side, which lead to the device performing not as intended. The device was not up to the specification when the event took place. The device maintenance records were not available during the technician visit, device was not under arjohuntleigh service contract, although as per customer, the last maintenance of this device was performed on 10/13/2014 by the arjohuntleigh. During the investigation potential root cause of the failure was identified to be related with improper device handling by the customer i.e. Lowering or lifting the concerto stretcher and not avoiding hard obstructions like a sink or a table, which in consequence can lead to bolt snatch. The customer as an owner of the device shares responsibility for correct and regular maintenance. Additionally function checks of the device should be performed on weekly basis, as per device labeling. The available information suggests that malfunction of the device was not noticed by the customer due to lack or incorrect maintenance of the device. The described malfunction directly contributed to the reportable event, however if the instruction for use would be followed the malfunction of the device would be noticed prior to use and the event could have been avoided. Reference (B)(4).

Event description:
It was reported by the company rep, when the shower was finished, the caregivers turned the resident on this side toward them to dry his back, the stretcher titled and the resident fell on the ground with his face down.

Manufacturer narrative:
(B)(4).